Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient experienced a fever and a infected abscess at the orifice of the tubing. On (B)(6) 2023, the patient was seen in the emergency room and prescribed oral augmentin for 14 days. On (B)(6) 2023, the patient returned to the emergency department for incision of the abscess and continuation of antibiotic treatment. No further information provided.